Manufacturer narrative:
This report is submitted on november 4, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to cholesteatoma. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 27, 2022.